Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. It was reported that the pump battery could not be charged, resulting in the pump shutting off. A replacement pump was sent to customer to resolve the issues. Customer¿s blood glucose level was 467 mg/dl.